Event description:
It was reported than externalized conductors were observed on the lead via fluoroscopy prior to surgery. The patient is asymptomatic. The lead was explanted and replaced during the change out surgery for normal eri. The procedure went smoothly without any complications to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 11.8-12.2cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion was noted at 41.0-41.6cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 9.5-13.5cm from the distal tip. The rv conductor etfe coating was abraded at this location.